Event description:
It was reported that: pt underwent removal of a brain meningioma. Eight days after the surgery the surgeon expressed concern about a possible malfunction of the co2 analyzer. Pt experienced post operative left side foot drop. Surgeon alleges that the pt got more co2 than desired during surgery, causing the brain to swell. The anesthesia machine was used on other pts without incident from 8/19/1999 until 8/27/1999 when it was quarantined.